Event description:
Total hip arthroplasty performed in 1994, subsequently patient reportedly heard a pop in their hip and returned to physician. Revision performed in 2001, finding portion of acetabular liner detached.